Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
After a successful trial of an evoke spinal cord stimulation (scs) system, the patient experienced a fever one day post-lead removal. The patient was admitted to the hospital, antibiotics and a narcotic were administered. An epidural abscess at the trial insertion site was identified. The cause of the epidural abscess was reported to potentially be due to the patient not following appropriate instructions during the evoke scs trial period.

Manufacturer narrative:
Additional information section d4 - expiration date section g - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the devices were discarded and are not available for return. The cause of the abscess near the incision site remains unknown. However, it was noted that it may have been due to the patient not following appropriate instructions during the evoke scs trial period. "Infection may result in epidural abscess that can lead to neurological harm" is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. The product met all requirements for release, and no anomalies were identified.